Manufacturer narrative:
Patient and device details unavailable at the time of this report. This report is submitted on january 23, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced infection at the surgical incision site; subsequently on two separate occasions the incision site was drained. The patient was treated with topical antibiotics (date and duration not reported). The implanted device remains.